Event description:
It was reported the programmer suddenly shut down and didn't turn on anymore. The issue occurred during followup. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; the programmer didn't shut down after a 48 hour endurance test. It was noted the thermal test in the incoming functional test, after the endurance test, was ok. All the thermal sensors were within the tolerances. Analysis also found the left and right cord bay latches were broken. Horizontal stripes were observed on the lcd (liquid crystal display) screen when the screen was moved up and down due to a loose lvds (low voltage differential signaling) printed circuit board assembly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.